Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of asens0063 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that connector was dirty. Device was not used on the patient.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of foreign material within the luer adapter was confirmed; however, the root cause was not identified. The product returned for evaluation was one 22ga x 0.75¿ safestep safety infusion set. The sample appeared free of usage residues and the safety mechanism was not engaged. A piece of unidentified material was observed within the luer adapter. Microscopic inspection of the sample confirmed the presence of material within the luer adapter. The material appeared to be fibrous. While unidentified material was observed within the luer orifice, the opened state of the packaging prevented determination of when/how the material was deposited. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include material deposition prior to package sealing or following device removal from the packaging. A lot history review (lhr) of asens0063 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that connector was dirty. Device was not used on the patient.